Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. Upon clinical examination, troubleshooting actions were performed, however, the issues persisted, leading to a replacement procedure. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Visual inspection, by the physician, of the explanted device noted a window quick connector was flared. The observed anomaly could allow air in the system and or fluid loss. No additional patient complications were reported.